Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that the patient had developed a red, itchy rash on their back and shoulders after they had started wearing the lifevest. The patient's nurse reported that the lifevest was removed from the patient to address the rash. After the lifevest was removed, it was reported that the rash had improved. There was no allegation that a device malfunction caused or contributed to the patient's reported skin irritation.